Event description:
It was reported that the patient saw the physician in (B) (6) 2010 for a vns check-up. It was then discovered by the physician on (B) (6)2010, that the patient's settings were not as intended. Per reporter, the physician always performs a final interrogation to verify settings, and they were sure the patient left the office in (B) (6) with the correct settings. Attempts for further information have been unsuccessful to date.